Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a procedure with an ep - shuttle rf generator system - 100w. The generator displayed too low temperature. The system allowed ablation when the temperature was below the low cutoff value. The procedure was completed with no patient consequence. The issue is being conservatively reported as the response received indicated that ablation occurred when the temperature was too low. Multiple attempts have been made to gain clarification on the actual temperature reading when the ablation occurred, however no response has been received.

Manufacturer narrative:
In error, omitted the following device history record from the evaluation summary submitted on 6/28/2016. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with an ep ¿ shuttle rf generator system - 100w. The generator displayed too low temperature. The system allowed ablation when the temperature was below the low cutoff value. The procedure was completed with no patient consequence. The device was evaluated and no malfunction was found on the generator. It was found that the issue was related to the catheter and not to the generator. The catheter was replaced. The system is ready for clinical use. Device was evaluated and it was reported that the issue was related to the catheter not to the generator. The catheter was replaced. The system is ready for clinical use. No malfunction found on the generator.